Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called with frustations and accuracy concerns about her logic meter. Analysis run on clark error grid using mean avg. Reading (329) as ref. Point vs bd readings (87, 517) yielded data points in the d range of the grid, outside of acceptable limits.